Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed one broken electrode wire. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. Dissection and scanning electron microscopy analysis of the electrode revealed evidence of fatigue breaks on the fantail region. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed one broken electrode wire. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode fantail revealed evidence of fatigue breaks on several of the electrode wires in the fantail region. The photographic imaging inspection and scanning electron microscopy analysis revealed evidence of fatigue breaks on several electrode wires in the fantail region. These breaks can be associated with the increasing number of open electrodes as well as the decrease in sound quality. A CAPA was implemented. This is the final report.

Event description:
The recipient is reportedly experiencing a decrease in sound quality due to open electrodes. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.